Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was freezing, customer tried to rewind and start over. Insulin pump had problems with delivering boluses, sometimes also had no delivery alerts as well. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.